Event description:
Healthcare professional reported left side exchange from textured to smooth due to patient's concern of the product. Healthcare professional later reported "calcifications", "capsular contracture baker grade unknown", and "implant firm, superiorly full/round and inferiorly constricted, immobile". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, calcification, anxiety-product/procedure

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18jul2024.

Event description:
Healthcare professional reported exchange from textured to smooth due to patient's concern of the product. Later, healthcare professional reported "calcifications", "contracture", and "implant firm, superiorly full/round and inferiorly constricted, immobile". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ calcification: observed. As per the investigation procedure particle, crease and broken was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported exchange from textured to smooth due to patient's concern of the product. Later, healthcare professional reported "calcifications", "contracture", and "implant firm, superiorly full/round and inferiorly constricted, immobile". This record is for the left side. Device was explanted.